Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the stations were disconnected mode. A technical support specialist confirmed with customer that issue had been resolved. The tss confirmed that the issue occurred because the hospital information technology team (hit) rebooted the server at customer local time causing all devices to be disconnected. The customer had confirmed that the stations no longer see the device in disconnected status and had agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode and user tried to reboot the station, but issue persisted. User confirmed that the network was fine. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.